Manufacturer narrative:
The actual device was returned for evaluation in the state of being packed in the opened original sterile bag, however, it was not boxed in the original unit-box for lot#180509c but in a unit-box for lot#180618c. There was no return of the original unit-box for the actual sample for evaluation. Visual inspection upon receipt confirmed the involved customer's complaint. The support arm had come off the oxygenator module. On the original sterile bag, some creases were noted to have generated on the section which had contact with the oxygenator module packed in it. The actual sample was taken out of the sterile bag for closer visual inspection. There was no deformity on the support arm and the components on the oxygenator to be used to set the support arm on the oxygenator. Visual inspection of the clips (n=2) (components to fix the support arm and oxygenator) found that they had been partially deformed. Functional testing was conducted. A factory-retained oxygenator sample in the state of being packed in the unit-box was dropped from a height of 3.5m with each side of the box facing the ground (6-time drops) subsequently, the unit-box was opened for inspection of the oxygenator packed inside it. The support arm was found to have come off the oxygenator with some damage generated on the unit-box. The damage similar to that on the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the deformity found on the clip components of the actual sample, the creases found on the sterile bag, as well as the reproductive test results, it is likely that the actual sample was exposed to some shock force which exceeded the strength limit of this product code during transportation or storage. With no return of the original unit-box to be evaluated, however, it is difficult to determine when and how the actual sample was exposed to the shock force from the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that there was a separation of connection between the capiox reservoir and oxygenator when the box was opened. The patient was not harmed. The event occurred pre-treatment, and there was no patient involved.